Event description:
The pt reportedly experienced overly loud sensation, followed by loss of sound sensation. External equipment was exchanged. However, the problem was no resolved. Testing performed showed that the device is not functional. Surgery to explant the device has been scheduled.